Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardiac monitor had an error message. The device was re-interrogated and the error message disappeared. There were no patient consequences.